Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') In a 51-year-old female patient who had essure (ess205) (batch no. 508281) inserted for female sterilisation. The patient's medical history included paratubal cyst and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 years 8 months after insertion of essure (ess205). The patient was treated with surgery (essure removed/da vinci hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. It was reported that the patient underwent more than one essure related surgery (unspecified). The pal lent then had one essure placed in the left fallopian tube with six coils counted. In the right fallopian tube there were 11 coils counted protruding from the os. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information , lot no, other relevant history ,auto-narrative supplement added. Event : " essure removal " updated to " pelvic pain" and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 8 months after insertion of essure (ess205). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. It was reported that the patient underwent more than one essure related surgery (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 8 months after insertion of essure (ess205). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. It was reported that the patient underwent more than one essure related surgery (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received. Case was upgraded to serious incident. Previously reported event injury was updated to medical device removal. Reporter information was added. New reported added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.